Manufacturer narrative:
H3: customer stated the handpiece interior washer was lost. Examined handpiece and did not find any evidence of a missing part as its lock and unlock functionality worked as designed. Additionally, the handpiece was cleaned and passed all applicable tests per manufacturing specifications. Pre temperature at 1 minute was t1 78.1f and t2 76.2f. As the pre repair temperatures were within 118f which is within the the allowable maximum temperature for me equipment parts, meeting the 'no' criteria. H6: previous codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Analysis findings received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device had missing interior washer and it was hot. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.